Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Upon review of the episodes, oversensing was observed during routine capacitor maintenance. Programming changes were made. The patient was stable.